Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year and 8 months due to unknown reasons. Based on the follow-up with the health-care provider, the event was "not valve related"; reason for explant was not provided. The subject device was replaced with another edwards bioprosthetic valve. No other details reported. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The device was explanted for one (1) year and four (4) months for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. In this case, per the health-care provider the reason for explant was "not valve related". There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.